Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31july2019. The field service engineer (fse) evaluated the device. The fse updated the software to the current revision only. No part replaced. The ventilator passed all tests. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated error code 1102 which is relevant to primary alarm failure and informational error code 5021. There was no patient involvement.